Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the depth gauge for 2.7mm & small screws (p/n: 319.01, lot number: 4312182) was received at us cq. Upon visual inspection, the needle has broken off in the middle. There is no evidence of the device bending. Service and repair evaluation: it was reported that on (B)(6) 2020, the depth gauge tip broke off. The repair technician reported the tip of the depth gauge is broken off and missing. Missing parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is mpa. The item will be forwarded to customer quality. The evaluation was confirmed. This complaint is confirmed as the needle has broken off in the middle. There is no evidence of the device bending. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 319.01, synthes lot number: 4312182, supplier lot number: n/a, release to warehouse date: 22aug2007, expiration date: n/a, manufactured by synthes brandywine. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2020, the depth gauge tip broke off. The depth gauge was bent and piece broke off in the hand. Broken device or fragments were completely removed. There was no surgical delay. The procedure was successfully completed. Patient outcome was successful. This report is for 1 depth gauge for 2.7mm & small screws. This is report 1 of 1 for complaint (B)(4).